Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find one other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties with the involved angio-seal device. The following information was provided by the user facility: an angio-seal vip failed to properly deploy. A 6fr angioseal sheath was inserted until blood back from side arm as per IFU. Wire introducer removed from sheath maintaining position of sheath. Angioseal plug inserted into outer sheath as per IFU on withdrawal of outer sheath, no cord or angioseal plug present. Haemostasis achieved by prolonged manual. CT demonstrated patient arteries as per completion angio with no filling defects. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. Method, result and conclusion code are unable to be selected at this time. Esubmitter support has been notified. One used 6 fr angioseal vip device was returned for evaluation. The arteriotomy locator was returned with the device. The returned component was subjected to visual analysis where a blood like substance was found along the hemostatic sheath and the main body of the device. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor, which should have released the tamping tube. However, due to the increased resistance of dried blood like substance, the tamping tube remained in the carrier tube assembly and the clear shirk wrap was dislodged on the suture. There were no other functional anomalies noted with the device. Based on the evaluation performed the complaint could be confirmed for pullout. The defect category will be updated accordingly. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The tamping tube not releasing was due to the excessive presence of dried blood like substance, which likely added additional friction preventing the tube from releasing when the anchor and collagen were deployed. Additionally, testing was performed outside of an aqueous environment, which may have allowed the clotted substance to remain clotted rather than disband. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on august 16, 2017. Groin hematoma developed during the prolonged manual compression which started immediately when the angio-seal failed. Patient was planned to stay overnight as a pm listing, therefore there was no extended stay. Patient required prolonged manual compression. IV fluid resuscitation by anesthetic team for prolonged hypotension. Subsequent CT confirmed anterior abdominal hematoma with no active leak, pseodoaneurysm or retroperitoneal hematoma. CT also excluded an intra-arterial filling defect. Patient underwent a prolonged bed rest recovery regime. Patient discharged and awaiting vascular surgical outpatient follow-up appointment.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the codes. The codes were unable to be selected when follow up no. 1 report was submitted, the codes are now available and have been selected. Follow up no. 1 provided a statement with no device return the exact cause of the reported event cannot be definitively determined based on the available information. This statement is not correct; the correct statement is: there is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.